Event description:
It was confirmed that although the device failure caused a 1-hour delay to the start of the scheduled procedure, the patient was not under anesthesia at the time. Once the procedure began, and the patient was sedated, there was no procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5, g2, and h6 to include information that was inadvertently not included in the initial medwatch. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel blinks due to a failure of the power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center front panel was flashing. Even when the thumb drive and all cable connections are removed, it still flashing. The issue occurred during preparation for use for a diagnostic colonoscopy. The procedure was completed using a similar device. There was a delay of 1 hour but there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.